Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient was at the hospital being monitored with a heart monitor. The patient's daughter reported that the patient had passed away and she wanted to know if the patient's device "activated". An autopsy was performed and the device was removed. Attempts to gain more information were not successful.